Event description:
The consumer reported swabbing nose with reagent solution prior to swabbing their nasal cavity. Consumer reported missing a step, mixed the swab with the reagent solution and then removed the swab from the test card and collected the nasal sample although requested, no additional patient information including treatment and outcome was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical services attempted to provide the reagent safety data sheet to the customer but were unsuccessful. A supplemental report will be provided if any additional is obtained.